Manufacturer narrative:
Device received with cracked/broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm due to cracked/broken off end cap. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. The customer stated that the drive support cap was loose. Customer stated that insulin continues to drip after motor stopped during the manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.